Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 24g x 0.75in. Insyte autoguard bc pro unit from lot number 1082091. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a black speck of foreign material (fm) was stuck, not embedded, on the needle cover. No foreign material was identified in the fluid path. The reported issue was confirmed and determined to be manufacturing related. This type of fm may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing. To mitigate the occurrence of this type of defect: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Our sterilization records were reviewed and the packaging was inspected for seal integrity and damage to rule out the possibility that the foreign matter was mold. No damage was found to the packaging and the seal was intact. Given these findings, it is extremely unlikely that any organism could survive inside the packaging. Therefore, the observed foreign matter is not mold. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ blood control experienced mold found in package. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm in package. During appearance inspection before delivery to a customer, a mold was found in package.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ blood control experienced mold found in package. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm in package. During appearance inspection before delivery to a customer, a mold was found in package.